Event description:
The customer reported that during a case, the technician attempted to initiate x-rays, and the error code "low kvp" was displayed on the mainframe, and there was no image on the left monitor. The system had to be removed from the case. The failure caused delays in the case without any reported pt injuries.

Manufacturer narrative:
(B) (4). The ge service rep determined that the failure was caused by a defective snubber and high voltage tank assembly. The parts were replaced and the system operates as intended.